Event description:
The safety clip did not cover the tip of the needle. The nurse set the needle down and when she was picking up the supplies she obtained a needlestick. Additional info provided by the facility indicated the actual lot number remains unknown at this time. The pt is fine and all protocol bloodwork testing is negative.